Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite sensor was tested and it passed per specifications with accurate readings.

Event description:
Customer reported inaccurate sensor readings. He stated his blood glucose was 147 mg/dl and his sensor reading was 47 mg/dl, sending the insulin pump into threshold suspend mode. Customer declined troubleshooting because he has an appointment with his doctor to go over the issue. Nothing further reported.